Event description:
The customer reported the alarm has intermittent power. The customer reported that the batteries were replaced with a new supply all of the same type, there are no signs of battery acid or leakage in the battery compartment and there was no visible damage to the outside of the alarm reported. The customer did not provide the specific date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Evaluation of the product found that the alarm will power off when weight is removed from the sensor when set on voice and tone or voice. The volume lcd display is partial. The alarm functions as it should when set on tone mode. There is no physical damage to the unit. (B)(4).